Event description:
Originally, the complaint was described as "the transitional will not fit in the handle. A (B)(4) skull clamp needs evaluation. Pt involvement." Additional info received (B)(4) 2012, makes this event reportable. The event was described as follows: "the operating room manager reported that the event occurred during the week of (B)(6) 2012. An adult male pt was undergoing an unspecified procedure with the use of a mayfield skull clamp when at some point it slipped during the procedure. The scalp tore and there was some bleeding involved. The tear was stapled closed. The physician thought that the unit was too loose however, both the nurse and the technician (who found nothing wrong with the unit) felt that the physician did not apply the unit appropriately and that is why the unit slipped. Mayfield disposable pins were used during the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.